Manufacturer narrative:
To date, the device has not been returned for evaluation. An investigation has been initiated based on the report information.

Event description:
The user facility reported to the distributor that after zero balancing, the catheter was inserted into the patient and placed. However, the monitor displayed an incredible intracranial pressure. The catheter was removed from the pt and re-connected to the monitor under the atmospheric pressure. A - 10mmhg was displayed. No patient injury was reported. The patient was not in transit.